Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope camera was not working when plugged in, if held steady the picture appears but any movement on the tip of the scope and screen goes static. The issue occurred during reprocessing. There were no reports of patient harm.